Event description:
Boston scientific received information that during a routine device implant procedure, following a defibrillation threshold (dft) test, the patient's oxygen saturation and blood pressure dropped, requiring cardiopulmonary resuscitation (CPR) to revive the patient. The patient was transferred to the intensive care unit (ICU) for further treatment. No further complications were noted. The device system remains actively implanted.

Event description:
Subsequently, boston scientific received information that this local representative contacted boston scientific's technical services (ts) in (B)(6) 2012 to report that this patient died 7-days from the date of implant. According to the physician, the cause of death may have been related to the procedure as the patient developed pulseless electrical activity (pea) following defibrillation threshold testing (dft) that required resuscitation. According to the local representative, the patient had been successfully induced into ventricular fibrillation (vf) and the arrhythmia was sensed appropriately by the device. The first programmed shock therapy (26 joules) failed to convert, however, the redetected arrhythmia was successfully terminated following delivery of 31 joules. Shortly thereafter, the patient developed pea, was successfully resuscitated and stabilized. The patient was transported to the intensive care unit (ICU). The local representative was notified that the patient's condition worsened and the decision was made to admit the patient to the hospice unit where the patient later died. The patient's medical history was significant for multiple myocardial infarction. There were no reports that the use of the device caused or contributed to the patient's death. It was unknown if the device would be returned to boston scientific for laboratory testing.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.